Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. The device was not received for evaluation. It was noted that the clinicians were made aware that the impella is not designed for this length of support. The root cause of the pump stop was unable to be determined as no product was returned for analysis. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On day 11 of support, the physician observed a pump stop. The impella cp was explanted to address the issue. The patient survived the procedure.